Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. Restarts were attempted but the issue persisted. Upon troubleshooting, the fse found that the suite pc application was not finishing the boot up sequence, caused by faulty suite pc software. To resolve the issue, the fse reinstalled the suite pc software, restored the backup, performed the applicable updates and functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.